Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer deviated from the recommended reprocessing steps described in the instructions for use. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. Multiple parts of the scope were cultured and one (1) to ten (10) colony forming units per milliliter (ml) of gram-positive cocci were detected. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Upon follow up, the customer stated that there was no patient infection. The scope was not used on any patient after the positive test. The device was reprocessed after confirmation of the positive result. Adenosine triphosphate (atp) test was not performed by the user. The site does not use the ethylene oxide (eto) sterilization method. The scope was reprocessed on (B)(6) 2023. There was no delay to start the precleaning after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities in reprocessing accessories used by the facility. Manual cleaning was performed within an hour after reprocessing. The device passed the leak test. The detergent used was prolystica 2x concentrate for endoscopes. The following parts of the scope were brushed: instrument/suction/balloon channel and air/water/suction/biopsy valve. All major areas of the scope were washed. The forceps elevator was brushed/flushed. The last reprocessing in-service was conducted by an olympus endoscopy support specialist (ess) in 2022. There have been no change in the facility's reprocessing personnel since the last on-site visit by an olympus ess. The endoscope was stored in a clean storage that was dry. The automated endoscope reprocessor (aer) used was asp evo tech washer machine. The detergent used was asp cidezyme xtra multi enzymatic detergent and disinfectant used was cidex opa concentrate ortho-phthalaldehyde high level disinfectant concentrate. All channels were connected with tubes when the endoscope was connected to the aer. The device was returned. Prior to device evaluation, the scope was sent to an independent laboratory for culture testing and ethylene oxide (eto) sterilization. The results are awaited. The scope will then be returned to olympus for a physical device evaluation. An in-service was scheduled by customer to review the reprocessing technique followed onsite. During the onsite in-service, the olympus ess noted that the flushing adapter and other accessories were not properly disinfected. Manual high-level disinfection was performed; but there was not enough high-level disinfectant to cover accessories and the tubing was not filled with disinfectant. It was also noted that soaking was not timed, and multiple devices were added at different times. A leak test was not completed as per instructions for use. There was no proper pressurization, depressurization, manipulation of controls or movement of elevator. External surface cleaning was not done according to manual. No brushing of the elevator was done, and no detergent was flushed through the channel. Improper brushing of channel was noted. No suction and no flushing adapter was used on distal end either for detergent or rinse. Improper rinsing was done while scope was still immersed in detergent water and air purge was completed while immersed in detergent water. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.